Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated parathyroid hormone (pth) results generated on unicel dxi 800 access immunoassay analyzer for three patients. The results did not fit the clinical picture of the patients. The results were reported out of the laboratory. Subsequent testing produced results within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The samples were sera that were centrifuged for 10 minutes at 6000 rpm. Aliquots were taken from the collection tubes and frozen before transported to this laboratory. The samples were received frozen and stored at room temperature for no longer than 2 hours before analysis. Qc was within the established ranges prior to and after the event. The customer performed a precision run across all pipettors and the results were 3 %cv, well within the specifications. A bci field service engineer (fse) was on site on 10/19/2010, and performed a system check and verification testing. All the results met the specifications. No hardware issue was noted. No clear root cause for the event has been determined to date.